Event description:
The ventilator suddenly beeped and the screen totally went black. The ventilator was changed out. Reporter worked with MFR and learned that the graphics control board failed and needed to be replaced.